Event description:
Attorney reported: in late 2001--the pt underwent surgery for repair of inguinal hernia with placement of a composix mesh patch. As a result of using the mesh patch, the pt was caused to sustain severe and permanent personal injuries, pain, suffering and emotional distress.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for eval or additional info becomes available.